Event description:
The sales rep reported that there was an incident in which the tubing came apart very easily. The drain was replaced. No other information was reported.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the tubing has come away from the needless port. It was not determined as to how this happened; glue traces were noted on the tubing and on the needless port. The current quality inspection for these assemblies is established to 100% tested for leaks and blockages. A review of the history device records was not possible as the lot number is unknown. The root cause of the problem reported by the customer could not be determined. Trends are being monitored and a CAPA (corrective and preventive action) has been opened. (B)(4). At the present time this complaint is closed.